Event description:
A surgeon reported during intraocular lens (iol) implant surgery "the lens popped out" and caused a tear in the capsule. Additional information was received from the surgeon, who reported the build up of pressure in the lens injector caused the lens to "shoot out" resulting in a posterior capsule hole. He stated extra lens manipulation was required and the lens was left in the sulcus. The surgeon indicated the use of an unapproved viscoelastic.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined from the investigation. Additional information was requested and received. (B)(4).